Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that they had hospitalized due to high blood glucose. Customer's blood glucose at time of incidents was 500 mg/dl. The customer was experiencing symptoms of nausea, dizziness, vomiting, pained in the stomach customer was treated with the pump. The customer was admitted to the hospital. Customer's blood glucose at time of 911 called was 500 mg/dl. The customer cause of 911 called was acetones high blood glucose. Customer was wearing the pump at time of called. The customer advised that she will call back later to continue troubleshooting.